Event description:
ECG waves stored in philips server are truncated when reviewed using philips wave reviewer. This appears to occur on a small sub-set of patients that give a longer than usual ECG signal. The issue is that on the monitors and at the central, the signal looks good and the reader does not know there is a problem until going back in time to review. Philips monitors throughout the hospital, ie nicu, picu, cvicu have the same issue, in that the strip appears non-truncated on the bedside monitors but when printed the top and bottom of the strips are truncated.